Event description:
It was reported that during an unknown procedure, it was reported that the tip of the device fell off in the patient during use. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. The device was disassembled and the blade was cracked inside the tube, proximal to the tissue pad. The blade cracked due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube. Since the blade of the device was not broken off as reported, it is possible that the device returned may have been used to complete the procedure and is not the device complained about. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.